Manufacturer narrative:
The system was manufactured on january 5, 2012. Based on qa assessment, the product met specifications at the time of release. No cassette pak sample was received. Therefore, no visual inspection or functional testing could be conducted. The lot number complaint history and manufacturing record were not reviewed since the lot number of the product was not given. It should be noted that the system detects a mismatch of the probe and cannula size. The system will generate a system message preventing an unwarranted condition and renders the device inoperable, eliminating any risk to the patient. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare provider reported that the system is changing settings on its own during the priming of the cassette. The setting of the infusion is suddenly changed to 23g, the customer uses 25g materials and this does not correspond and the system gives an error message regarding the infusion. This also occurs when priming a new cassette. The settings were changed manually to complete the case. There was no patient involvement. This is the first of three reports being filed for this facility. Additional information has been requested and received.